Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent minimum fill notification occurred after filling a cartridge with 230 units of insulin. No impact to the customer¿s blood glucose level. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.